Manufacturer narrative:
Ra has received the incident device and the product has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of the investigation. There is no report of serious injury or death associated with this event.

Event description:
"Doctor (B)(6) is using our trocars for more than 4 years. After introducing of the ipom mesh, he found the instrument iris in the abdominal cavity (lying on the liver). The leading surgical sr. (B)(6) informed applied. The patient status is ok."

Manufacturer narrative:
Additional information was requested from the customer and provided. Investigation summary: the complete event unit was not returned for evaluation; the shield, an internal seal component, was returned. Upon visual inspection of the shield, engineering confirmed the customer's experience of a damaged shield; the outer rim of the shield was visibly damaged. All seals are thoroughly inspected and tested for leakage during the manufacturing process. It is likely the shield dislodged into the abdominal cavity when inserting the mesh and the damage to the shield appears to have been caused by an instrument. There is always a potential to tear or dislodge the internal seal components with multiple passes of instruments, especially with sharp or angular devices. The instructions for use (IFU) warns that extra care should be used when inserting angular and asymmetrical instruments. All instruments should be centered axially when inserted through the seal to prevent tearing. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.